Manufacturer narrative:
Other applicable components are: product ID: 3058, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative stated that during inter-operative for new implant to report that implantable neurostimulator (ins) set screw will not hold lead tight. Healthcare provider(hcp) tightens screw and hears clicks but lead comes right out. Hcp loosened set screw and retightened multiple times but it will not hold lead in header. Hcp used another ins and it tightened onto the lead just fine. When the hcp used the second ins and tightened the lead the hcp confirmed that the blue was all the way in and the lead held secure. When the rep ran impedances some of the case values had "?" Marks. The had representative stimulates the patient and check for bellows which was received. The patient was closed up. Representative will send defective ins back for analysis. There was no symptom reported. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the reported issue was defective out of new box and the question marks were at case level only, the pocket was flushed before impedance check. The troubleshooting done was a phone call to technical services who stated question marks at case level were not an issue.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the setscrew was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was recieved. The manufacturer representative reported the reported issue was resolved and they had no further information.